Event description:
Customer had leaking valve body on the di water reservoir. The leak was contained in the analyzer, there was no leaking onto the floor. No one was injured and no erroneous results were generated. The field service representative determined the valve body cap cracked causing the leak and he replaced the cap. Customer calibrated and ran controls which were all in range, the problem was resolved.